Event description:
It was reported that the device was not able to establish telemetry with two carelink monitors. In the clinic, the device was not able to be interrogated, had no tone when magnet was on the device, and possible device failure was noted. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the device was returned, analyzed, and the analysis was incomplete as the device was damaged during analysis.